Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 (time not specified). The patient does not manage their diabetes with insulin or oral medication and it is not clear what action (if any) the patient took in response to the reported meter issue. The patient denied testing their blood glucose with another device after the product issue occurred. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of cold feet and shaking three hours later and at 7am that day, the patient reportedly consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr verified the patient was using the subject meter for the first time, the patient was using the correct test strips and proper testing technique (per owner¿s booklet recommendation), and the test strip completely drew in the patient¿s blood sample. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.